Event description:
Initial and f/u info received in 2009, respectively were processed together: this non-serious spontaneous rumor case report from a foreign country, was reported by a physician via our company legal dept, and forwarded by our us affiliate. This case is associated by reporter. The reporter stated that she had accumulated data including lists and pictures of an unspecified number of pts of unk gender, age, and ethnicity, in a foreign country, and the us that experienced similar reactions of periorbital lumps and hyperpigmentation while using poly-l-lactic acid (sculptra) therapy. No further details were provided. Associated ptc from case (pharmaceutical technical complaint) : local ptc global. No further info is expected.